Event description:
T-connector had been screwed on port on internal jugular central venous line. The piece of tubing that directly "spikes" in to the cap disconnected from cap thus leaking fluid into bed rather than infusing into patient. This occurred when the t-connector tubing broke away from the plastic screw piece that is on the t-connector. The part of the t-connector that screws onto the cap going into the line remained screwed on to the ij line cap. Approx 20min, patient became hypertensive; pupils equal, round and reactive to light and accomodation. Medication lines and mini pumps assessed and found to be unclamped and infusing meds. T-connector and IV port then assessed. T-connector found to be disloged from connector hub, but hub still connected to IV port. Meds not infusing into patient due to problem. Prn fentanyl and chloral given. Patient's vss. Critical care doctor notified. Once new tubing placed, tubing not leaking. Patient blood pressure stabilized and no harm to patient.